Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood overflowed from the intima-ii 22gax0.75in prn slm npvc heparin cap during use, while enhancing the MRI after the injection and closing the clip. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "enhanced MRI after the injection, the clip closed, blood still overflowed from the heparin cap end (needle status was open). When using the intima-ii, there was no this kind of phenomenon, after upgrading intima plus, this phenomenon appeared three times, customer had no feedback before because the blood was not bleeding too much."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8262019. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that blood overflowed from the intima-ii 22gax0.75in prn slm npvc heparin cap during use, while enhancing the MRI after the injection and closing the clip. This occurred on (B)(4) separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "enhanced MRI after the injection, the clip closed, blood still overflowed from the heparin cap end (needle status was open). When using the intima-ii, there was no this kind of phenomenon, after upgrading intima plus, this phenomenon appeared three times , customer had no feedback before because the blood was not bleeding too much."